Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 23 bd alaris¿ lvp 20d low sorb ss 0.2m experienced leakage. The following information was provided by the initial reporter: 2 x alaris system low sorbing set with .2micron filter leaking from smart site port.

Manufacturer narrative:
One 10010454-0006 sample from lot 22055938 was received without packaging for investigation (appendix 1); residual fluid was present in the device, and was received connected to 500ml 0.9% nacl baxter infusion bag. The feedback provided by the customer indicates leakage was detected from the smartsite component during priming. A visual inspection of the returned sample revealed the smartsite component to be oval in shape. Functional testing of the returned sample confirmed the customer's experience; leakage was detected from the oval smartsite (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. Please note, the cause of oval smartsites is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); furthermore, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
No additional information.